Event description:
Verbatim: we just noticed (27/11/2024) that some syringes with lot number 2407054 of item 300865 syringe bd plastipak 50 ml contain more lubricant/silicone oil than normal. No patient/user harmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two videos, two photos, and eleven physical samples were provided to our quality team for investigation. Through visual inspection, silicone is observed with the syringes. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407054 and were found to be within specification. The samples underwent these same tests and verified all product was within specified limits. A device history review was performed for the reported lot 2407054, no deviations or non-conformances were identified during the manufacturing process, all production and quality processes were verified to have been completed without issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause cannot be identified at this time. Silicone can be visible due to poor distribution. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.